Manufacturer narrative:
A correlation between the device and the report of hemolysis could not be conclusively determined. The account reported the patient's lactate dehydrogenase (ldh) was elevated. The patient was reportedly asymptomatic. A ramp echocardiogram study did not reveal any signs of thrombus. The patient was treated with medication and the ldh decreased. The patient was later discharged. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The day of the event was estimated, as just the month and year were provided. (B)(4). Approximate age of device ¿ 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that in (B)(6) 2016, the patient¿s lactate dehydrogenase level (ldh) was elevated. The patient was asymptomatic. A ramp echocardiogram was performed and was negative for thrombus. The patient was started on persantine and full dose aspirin. The patient¿s ldh trended down after anticoagulation treatment, and the patient was subsequently discharged. No additional information was provided.